Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter break was confirmed but the root cause could not be determined. Two photographs of an 18g powerglide pro catheter were returned for evaluation. Inspection of the photographs found that the catheter tubing was fractured just distal of the nose of the catheter hub. The edge of the fracture site was observed to have an angled appearance, suggesting that a sharp instrument may have contributed to the reported event. However, this cannot be conclusively determined without further evidence. No other features of the fracture site were able to be observed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the 10cm powerglide fractured and was left in patient's arm. No further information was provided.